Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a non-q-wave mi (target vessel), 3rd udmi peri-pci. The target vessel involved was the proximal lad. Safety assessed the event as possibly related to the index device but not related to the antiplatelet medication.

Manufacturer narrative:
Patient is a former smoker with a history of hypertension and previous mi. The index procedure was prompted by a positive stress test. Two resolute onyx drug eluting stents were implanted in the lad during the index procedure. The cec adjudicated that the non q-wave mi occurred in the lad on the same day. If information is provided in the future, a supplemental report will be issued.